Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted catheter was confirmed but the root cause could not be determined. The product returned for evaluation was one segment of 4fr sl powerpicc catheter tubing. A gross visual inspection of the returned sample found that a knot was present at the distal end of the tubing. Further inspection did not identify any kinking of the catheter tubing or any other features which would indicate that resistance during insertion had occurred. A measurement was taken of the tubing wall thickness to check for the presence of any material weakness. The wall thickness was found to be within specification. Knots in the catheter tubing may be caused by repeated advancement and retraction of the catheter against resistance within the vessel; however, evaluation of the returned sample was unable to identify sufficient features to conclusively determine this as the root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported after insertion via the right ulnar vein, there is no infusion or blood backflow. Fluoroscopic confirmation revealed the catheter appeared to be sharply kinked. Attempting to withdraw it proved difficult with approximately 5 cm remaining; upon inspection, the catheter appeared to have formed a knot. The catheter was subsequently successfully removed via surgical intervention.